Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report that neither of his batteries would power up his monitor. The pt was provided a replacement monitor and two replacement batteries.

Manufacturer narrative:
Battery pack (B)(4); battery pack (B)(4): 01/2010. Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problems (won't power up monitor/battery charger faults) have been confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. Device evaluation of battery pack (B)(4) has been completed. The reported problems (won't power up monitor/battery charger faults) have been confirmed. Upon evaluation, it was discovered that the battery pack had one or more defective cells. The root cause of the defective cells cannot be positively identified. No adverse event resulted from the defective batteries. The pt received replacement batteries.